Manufacturer narrative:
Bench repair replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Bench repair evaluated the device and confirmed that the navigation system was malfunctioning, which rendered it unusable. This can cause it not to be able to enter in the hft mode. It has been determined that the entire screen assembly requires replacement, and a new touchscreen has been ordered. This investigation is still ongoing.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting no high flow therapy (hft) response, and that preventive maintenance (pm) was needed. The device was sent for bench repair. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.